Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had contracted (B)(6) after her previous ins was replaced. The patient reported that she had gotten real sick, had high fever and was throwing up. The patient also reported that the implant wound had busted open and the healthcare professional (hcp) took a culture and it turned out to be (B)(6) . The infection was confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.